Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Alarms: ¿this complaint is not being reported based on the following conclusion: an exclusion criterion to the (B)(6) reporting guidelines (protection against a fault functioned correctly) has been met.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/24/2016 with the following findings: a review of the pump black box data showed evidence of a short battery life with 11 counts of drastic unexplained voltage drops on (B)(6) 2016. The ¿ez-prime¿ steps were performed correctly; all current draws were above specification. The short battery life complaint was confirmed. The pump¿s cover was removed and an intermittent condition was found to the cgm board due a cold solder connection to the gold inter-board pin; all the current draws returned to specification after unplugging the cgm module flex. During visual inspection of the pump, it was observed that the battery compartment was cracked. The returned battery cap was able to fit securely to the pump.